Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown if the chest pain and administration of anticoagulants was related to the implant surgery or device as well as it being unknown if the consumer had any underlying issues which contributed to this. It was also unknown if the mi was related to the implant surgery or device. According to the consumer¿s neurologist the brain hemorrhage was a result of the anticoagulation and not related to the deep brain stimulator implant or therapy.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer had the deep brain stimulator (dbs) im planted on (B)(6) 2016. On (B)(6) 2016 the consumer presented to the hospital with chest pains where a cardiologist administered anticoagulants. A CT scan was performed on the afternoon of (B)(6) 2016 to which the neurosurgeon said it was clear. At 4 a.m. On (B)(6) 2016 the consumer suffered an acute myocardial infarction and subsequent brain hemorrhage. According to the neurosurgeon the consumer was now brain dead and listed as ¿alive with injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.